Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed by the mar. Method & results: device evaluation and results: a material analysis has been performed. The report concluded: "damage was observed on the accolade trunnion, head taper, cluster rim and insert rim. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. Scratches were observed on the insert, which is a common damage mode of uhmwpe. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event stated that femoral head had separated from the trunnion, causing excessive wear on the trunnion. The event was confirmed as per material analysis report which indicated that damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that a surgeon performed a revision of a patient's hip (side unknown). The femoral head had separated from the trunnion, causing excessive wear on the trunnion.

Manufacturer narrative:
Review of the device history records indicates the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a surgeon performed a revision of a patient's hip (side unknown). The femoral head had separated from the trunnion, causing excessive wear on the trunnion.